Event description:
It was reported that following the implantation of a miniarc pro, the patient experienced expected incision pain. The patient was prescribed percocet and "ibuprofen" on (B)(6) 2015. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2015-00093.